Event description:
It was reported that a signal loss occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Updating MDR due to classification code as investigated was updated. Complaint is not reportable per corpft-140202.

Manufacturer narrative:
Cmpl-(B)(4). 3004753838-2024-104054 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.